Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top and bottom of cases are in excellent condition. Right plunger case is cracked on lower edge. Customer's reported issue was duplicated during syringe test. The root cause of the reported issues was determined to have been caused by the customer inducing fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions taken to mitigate the reported issue: replaced size pot, barrel clamp guide and tapered spring. Performed power up process and device passed all the test.

Event description:
It was reported that device syringe size will not calibrate. No patient injury reported.